Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The initial reporter phone: (B)(6). Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as other in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7000291. The history record indicates this product was final inspection tested at (B)(6) medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00554. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the stent component of the 4 mm x 39 mm enterprise®2 stent (encr403912 / 7000291) was impeded in the distal end of the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30766814) and could not pass through the microcatheter. The physician retracted the stent and the microcatheter and observed that the stent had released in the microcatheter. New devices were used to complete the procedure. There was no negative patient impact, no patient adverse event reported. On 26-aug-2022, additional event information was received, the information indicated that the procedure targeting the middle cerebral artery (mca). Adequate and continuous flush was maintained. The stent component of the 4 mm x 39 mm enterprise®2 was no longer on the delivery wire when it was removed from the patient. The stent / stent delivery system did not appear damaged. No other device went through the microcatheter. There were no visible kinks nor other damages observed on the microcatheter. The lot number of the microcatheter was confirmed via the response as 30768814. The replacement microcatheter was another150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). The replacement stent was not another 4mm x 39mm enterprise 2; information related to the replacement stent was not included. The reported issue did not result in any clinically significant delay in the procedure. On 06-sep-2022, the cerenovus sales representative provided the correct lot number for the 150cm x 5cm prowler select plus microcatheter. The lot number is 30766814.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the stent component of the 4 mm x 39 mm enterprise®2 stent (encr403912 / 7000291) was impeded in the distal end of the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30766814) and could not pass through the microcatheter. The physician retracted the stent and the microcatheter and observed that the stent had released in the microcatheter. New devices were used to complete the procedure. There was no negative patient impact, no patient adverse event reported. On 26-aug-2022, additional event information was received, the information indicated that the procedure targeting the middle cerebral artery (mca). Adequate and continuous flush was maintained. The stent component of the 4 mm x 39 mm enterprise®2 was no longer on the delivery wire when it was removed from the patient. The stent / stent delivery system did not appear damaged. No other device went through the microcatheter. There were no visible kinks nor other damages observed on the microcatheter. The lot number of the microcatheter was confirmed via the response as 30768814. The replacement microcatheter was another150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). The replacement stent was not another 4mm x 39mm enterprise 2; information related to the replacement stent was not included. The reported issue did not result in any clinically significant delay in the procedure. On 06-sep-2022, the cerenovus sales representative provided the correct lot number for the 150cm x 5cm prowler select plus microcatheter. The lot number is 30766814. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The stent component of the 4 mm x 39 mm enterprise®2 stent was found deployed inside the microcatheter hub, which is consistent with the information provided. The stent component was removed from the microcatheter hub, and it was found that the distal marker bands were bent. The distal end was also noted to be narrowed. No other damages were noted on the rest of the stent body. The issue documented that the stent became impeded at the distal end of the concomitant microcatheter could not be evaluated through functional testing since the stent became released during its removal from the microcatheter at the time of the procedure. However, the appearance of the stent component on its distal end suggests that excessive force may have been inadvertently applied in an attempt to advance the stent through the compressed portion of the microcatheter, which resulted on the marker bands of the stent becoming bent and the stent narrowing. The issue documented that the stent had released in the microcatheter was confirmed based on the finding noted during the visual inspection of the prowler microcatheter, where the stent was found inside the microcatheter hub. This issue is considered to be secondary to the manipulation required during the stent removal. The root cause of the microcatheter compression that most likely led to the stent damage remains unknown. There may have been other procedural and clinical factors that cannot be determined during the analysis. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7000291. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors, the instructions for use (IFU)contains the following warning: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00554 and 3008114965-2022-00555. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 19-sep-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00554 and 3008114965-2022-00555. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.